Event description:
Customer reported that the pump declared an alarm 20 during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, a replacement pump was dispatched and the customer was advised to switch to mdi as backup therapy. The customer acknowledged instructions on returning the faulty pump and setting it to storage mode.